Event description:
Pt experienced a lot of pain which did not improve or lessen with time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation, it was confirmed that: visual and microscope examination confirmed the minimal damage on the femoral and tibial component. Only one significant score mark was observed. Fine bands of scratching were observed on the femoral but this was minimal. Bone ingrowth on both these parts was excellent, indicating excellent fixation. The polymer insert was polish worn on the femoral surface, with some score marks. Only one area containing 2 particles of alumina was noted and this aligned with the deep score mark on the femoral. Etq complaints database searched on product lot 2583338, (B)(4) identified no similar complaints received previously. It is known the product has been withdrawn from the market. The complaint shall be closed with a justified conclusion, it shall be entered onto the complaints database and monitored through trend analysis. (B)(4) investigation addendum (B)(4) 2010. Conclusion and justification status: investigation found the complaint was justified, and it shall be entered onto the complaints database for future trending analysis. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.